Event description:
It was reported that an adverse event occurred. According to the patient, on 01/13/2026, he was admitted to the emergency room and diagnosed with diabetic ketoacidosis. The patient alleges that the transmitter is causing the the patient to receive interruptions in the cgm app due to the transmitter battery being low since saturday evening (not confirmed). The patient stated they were in hyperglycemia early saturday night, but he was a heavy sleeper and didn¿t hear the alarms. No other details were documented. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, he was admitted to the emergency room and diagnosed with diabetic ketoacidosis. The patient alleges that the transmitter is causing the patient to receive interruptions in the cgm app due to the transmitter battery being low since saturday evening (not confirmed). The patient stated they were in hyperglycemia early saturday night, but he was a heavy sleeper and didn¿t hear the alarms. The patient arrived at emergency room in a hyperglycemic state, with a bg of 450 mg/dl , cholesterol total 350 mg/dl, blood cell count 13000'/microl, ph 7.5. The patient was treated with IV infusion and IV insulin via syringe pump. The patient was discharged on 01/16/2026. No other details were documented. No data was provided for evaluation. At the time of the report, the patient has recovered. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, he was admitted to the emergency room and diagnosed with diabetic ketoacidosis. The patient alleges that the transmitter is causing the patient to receive ¿interruptions¿ since saturday evening. The patient stated they were in hyperglycemia early saturday night, but he was a heavy sleeper and didn¿t hear the alarms. No other details were documented. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.